Manufacturer narrative:
Summarized patient outcomes/complications of portico delivery system were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, chronic obstructive pulmonary disease, diabetes, chronic kidney disease, hypertension, prior coronary artery bypass graft, peripheral artery disease, cerebrovascular disease, prior pacemaker, atrial fibrillation. Complications reported included surgical intervention (stent), unexpected medical intervention (blood transfusion), bleeding, obstruction/occlusion, dissection, rupture, hematoma, pseudoaneurysm; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve.

Event description:
The article, "anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve", was reviewed. The article presented a retrospective, single center study to identify predictors of iliofemoral vascular complications (vc) in patients undergoing percutaneous transfemoral transcatheter aortic valve replacement (tf-tavr) through the application of contrast-enhanced multidetector computed tomography (mdct). Devices included in the study were sapien xt, portico, corevalve evolut r, myval, and acurate neo. The article concluded that complications related to vascular access sites continue to be a significant concern for patients undergoing tf-tavr. The common femoral artery (cfa) depth-to-diameter ratio has demonstrated superior predictive performance for vc compared to sheath-to-femoral artery ratio (sfar) as expressed in the literature. Utilizing this criterion may enhance risk stratification for vc in high-risk patients, potentially reducing associated morbidity and mortality. [The primary and corresponding author was gökhan demirci, department of cardiology, istanbul mehmet akif ersoy thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, with corresponding email: gkhncardio@gmail.com]. The time frame of the study was from april 2017 to june 2023. A total of 348 patients were included in the study, of which 131 (37.6%) received an abbott device. The average was 79.2 years and the majority gender was female. Comorbidities included coronary artery disease, chronic obstructive pulmonary disease, diabetes, chronic kidney disease, hypertension, prior coronary artery bypass graft, peripheral artery disease, cerebrovascular disease, prior pacemaker, atrial fibrillation.